Manufacturer narrative:
(B)(4).

Event description:
It was reported that this device was explanted along with the entire device system due to infection/sepsis. As surgical intervention was necessary to resolve this issue. Antibiotics for infection were required. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is not expected to return. Patient code 3191 captures the reportable event of surgery. The device passed all testing, therefore no problem was detected. In addition, the infection allegation was not confirmed. Infection is a known medical risk when the skin barrier is breached. However, analysis of the returned product is not able to provide relevant information for infection-related allegations. The device history record confirmed that each device meets specifications before release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator was explanted due to infection and sepsis. As a result, the patient was treated with intravenous antibiotics as part of treatment. No additional adverse patient effects were reported. The device has been returned for analysis.